Manufacturer narrative:
Failure analysis revealed the insulin pump passed the rewind, displacement, prime and excessive no delivery test. The device was received with minor scratched display window, cracked display window corners, and cracked reservoir tube lip.

Event description:
Customer reported seeing a suspend circle on his insulin pump. Customer stated that the insulin pump started flashing numbers and a light came on. Customer also stated that the buttons on the insulin pump's keypad are not responding. Blood glucose level was 150 mg/dl at the time of the call. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.